Manufacturer narrative:
Controls recovered within specified ranges, showing no indication of a reagent issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 602 module. The sample initially resulted in a vitamin d value of 194 nmol/l and this value was reported outside of the laboratory. The physician questioned the result since it did not fit with the patient's clinical picture. The sample was repeated, resulting in a value of 106 nmol/l. The sample was also repeated on (B)(6) 2020, resulting in a value of 103.7 nmol/l. The vitamin d reagent lot number was 48468801, with an expiration date of 28-feb-2021.